Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens with a -15.0/3.5/090 (sphere/cyclinder/axis) was implanted into the patient's eye. The lens was removed and replaced for a vticmo lens. Reportedly, "the first lens was kinked and affected the outcome of patient's vision so we had to exchange the lens."

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a.- "(B)(6) 2022." B5- "the reporter indicated that the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of diopter -15.00/3.5/090 (sphere/cylinder/axis) into the patient's eye in (B)(6) 2022. Reportedly "the first lens was kinked and affected the outcome of patient's vision so we had to exchange the lens". The lens was explanted and replaced with a different model/ same length and the problem was resolved." Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Claim#: (B)(4).